Event description:
I had mesh used in a hernia surgery. I have had (B)(6), and cellulitis, infections, adhesions and chronic pain. Three years later I am still having problems. I am now on disability due to the chronic pain and continuous infections.